Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. A transesophageal echocardiography (tee) was performed and a thrombus and vegetation were noted on the right ventricular (rv) lead. The rv lead was extracted. There were no adverse health consequences, the patient was stable.